Event description:
Boston scientific received information that the communicator did not turn on as the patient advocate experienced a storm weeks ago. A boston scientific company representative performed troubleshooting and was unsuccessful. The communicator needs to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a voltage regulator ic on the circuit board was visibly burned.